Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, when the shunt sensor was unpacked a leakage of the buffer solution was noted. No patient involvement.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on oct 30, 2018. (B)(4). The returned sample was visually inspected. There were no visual anomalies indicative of shunt body or large bore cap integrity issues. The returned sample was leak tested (as received) by connecting with the calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg, and no leaks were noted. This was most likely attributed to the dried buffer within the connection threads to the large blue cap. The shunt sensor was then soaked in di water. . The large blue cap was again loosened and retightened with a calibrated torque wrench to production specification. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted from the large blue luer cap at approximately 400 mmhg. A retention sample from the same lot number was visually inspected and confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was then pressurized with air up to 1030 mmhg, submerged in a water bath, and observed for any leaks. No leaks were noted on the retention sample. The complaint was confirmed and the root cause for this event is a lack of sealing between the large bore adapter (blue cap) and the shunt sensor body. When the large blue vent cap is tightened, interference between the threads of the cap and the shunt sensor body exist, causing an inadequate seal leading to a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.